Event description:
It was reported that upon positioning an embolization coil within a 6mm ica posterior communicating aneurysm, the coil stretched. An attempt was made to retract the coil into the microcatheter unsuccessfully. The coil was retrieved successfully using a snare. No harm was reported. Patient information - patient weight is not available.

Manufacturer narrative:
Simple analysis: an evaluation of the actual complaint sample could not be performed as it was reported to be unavailable. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.